Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to the manufacturer has been submitted.

Event description:
The account reported suction loss during raster - suction ring assembly issue with an intralase patient interface (pi) after the laser fired. It was reported that one (1) flap/ring procedure was replaced and that the surgery was completed successfully. There was no patient injury reported and no surgical intervention was required. This report is one (1) of four.